Event description:
During an endoscopic retrograde choleangiopancreatography patient had a grounding pad applied to the right thigh and connected to a valleylab electrosurgery force I machine to do a papilotomy; an error message was received. Connections were checked, pad changed, machine changed; same error message was received. The papilotomy could not be done; an alternate procedure had to be done and the patient is expected to return in a few weeks to attempt papilotomy again.